Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the leas was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms and increased rv pacing impedance measurements which were not out of range. No noise was noted. Programming options were discussed and the patient was referred to their physician. No adverse patient effects were reported. The lead remains in service.